Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of urinary tract infection (not device related) and atypical complex hyperplasia of the endometrium (not device related) are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical subject was injected in the temples with juvéderm voluma® xc and experienced a non-serious event of jaw discomfort on the left and right side on same day. Event resolved four days later. The next month, clinical subject had a precancerous lesions of the endometrium / atypical complex hyperplasia of the endometrium, deemed serious but not related to the device. The next month, clinical subject was hospitalized for a day and had a total hysterectomy performed. They were prescribed oxycodone 5mg for pain after the procedure, gas medication (subject does not recall name), stool softener (subject does not recall name), and anticoagulant injection. Clinical subject was discharged the next day and was prescribed ibuprofen, gas-x, and colace. Event resolved. Within the same month, approximately two weeks later, clinical subject experienced a bacterial urinary tract infection, deemed serious but not related to the device as clinical subject believed to have acquired from the hospital stay for hysterectomy. They were prescribed two antibiotics, levofloxacin 750mg and sulfamethoxazole tmp ds. Event has resolved.